Event description:
Same case as MFR report #: 2134265-2011-03881. It was further reported that at the time of reintervention, there was an 80% in-stent restenosis of the mid lad. Treatment consisted of balloon angioplasty, placement of a 3.0x12mm promus stent and post dilation of the entire stented segment resulting in 0% residual stenosis. Following post dilation, significant spasm developed proximal to the stent and was treated with nitroglycerin. The event was considered resolved one day post treatment and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient developed chest pain and in-stent restenosis. The index procedure treated a 3.0x12mm, 70% stenosis of the mid lad (left anterior descending). Treatment consisted of direct stenting using a 3.0x16mm taxus liberte stent and post dilation resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. The patient returned in (B)(6) 2011 with chest pain. Angiography was performed which showed in-stent restenosis. The patient was scheduled for revascularization.